Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm on telemetry does not ring on the system. There was no adverse event to the patient or user.

Manufacturer narrative:
The philips remote service engineer remotely logged on to the customers system and help the end user reconnect the system to the network. The device was reconnected to telemetry to be able to review alarms by the philips. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the user was locked out of the system and the alarm on telemetry does not ring on the system. There was no adverse event to the patient or user.